Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: estimated date (reported as, occurred in (B)(6) 2016). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as the patient expired approximately 2 years post clip implantation; the cause of death is unspecified. It was reported that on (B)(6) 2014, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from 3+ to 1-2+. In (B)(6) 2016, the patient expired due to a worsening of an unspecified condition that existed prior to baseline visit. Per study physician, the device relationship to the death was unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). Additional information was received reporting the event and subsequent patient death as unrelated to the implanted mitraclips and/or procedure. Therefore, it was confirmed there was no relationship between the reported event and the mitraclip devices, and there was no reported device malfunction. This would no longer be a MDR reportable event.

Event description:
Subsequent to the previously filed medwatch report, the additional significant information was obtained: on (B)(6) 2016, the patient was hospitalized due to worsening altered mental status and weakness for one week. Acute renal failure with hyperkalemia due to heart failure exacerbation were diagnosed. Emergent dialysis was performed. Following, the patient was discharged to hospice care. On an unspecified date, the patient expired. Per physician, the event, including patient expiration, was unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. There was no device malfunction. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this case, death was reported 2 and a half years after a successful procedure and was related to comorbidity according to the site. Relationship with device is unlikely. Although a conclusive cause for the reported death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.